Manufacturer narrative:
(B)(4). (Extended by thirty minutes). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic incisional hernia, during the time of fixing the mesh with the tacker, the first tacker struck during the fixation and took the other tacker available with them and tacked the mesh the tack pulled off the mesh. The procedure was extended by thirty minutes. They performed hand sutures to resolve the issue. There was no patient injury.